Event description:
A patient reported she was standing in the middle of (B)(6) by the printer section when she felt a shock at the therapy target area that nearly threw her to the floor. The patient stated it was an unbelievable shock, and it was temporary. The patient stated that after this she could hardly move for three days, noting that she was ¿just flat in the chair¿ and she was tired. The patient she had been feeling better now the last and a half previous to the call. The patient checked the implantable neurostimulator (ins) using the patient programmer (pp) and everything looked good except that she could not see the lightning bolt on the screen. The patient was able to sync with the ins using the pp during the call was able to see the lightning bolt. The patient does not know if she pressed the wrong button or what happened before. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.